Event description:
Customer reported unexpected negative reactions at the weak d phase with immucor anti-d (monoclonal blend) series 4 when testing 2 previously typed rh positive patients. Methodology is tube testing. Repeat testing with incubating the tests for 30 minutes at 37c resulted in 1+ reactivity at the weak d phase. One patient was previously typed rh positive at the same facility using ortho's monoclonal anti-d. The other patient was aware that there were issues with his rh testing. His physician had his blood type on record and pointed out the discrepancy. No transfusion of red blood cells occurred on either patient as a result of unexpected negative reactions.

Manufacturer narrative:
Retention anti-d (monoclonal blend) series 4, lots 504688 and 504690 were tested with samples of various rh phenotypes, including weak d. The expected reactivity was observed in all testing. Only one of the two patient samples was sent for investigation testing. The submitted sample was tested with retention anti-d series 4, lots 504688 and 504690, as well as other manufacturers' anti-d reagents. Very weak reactivity was observed with gamma-clone anti-d (monoclonal blend), lots dmb60-1 and dmb63-3, at the immediate spin phase. No reactivity was observed at the antiglobulin phase following a 15-minute 37c incubation with any anti-d reagent tested. However, when incubating at 37c for 30 minutes, the sample was reactive at the antiglobulin phase with all the anti-d reagents tested. It appears that the sample possesses a very weak expression of the d antigen. Further investigation by a reference laboratory was suggested. The customer's complaint is related to the nature of the samples.